Manufacturer narrative:
Please disregard the following information as it was incorrectly reported in the original submission: "on (B)(6) 2017 a field service engineer (fse) found the peek tubing was not pushed all the way through the finger nut. Fse pushed the tubing through the finer nut and the issue was resolved. The fse then proceeded to run quality controls, which passed without any issues. The g8 instrument was performing within specifications after completing the repair. "

Event description:
N/a.

Manufacturer narrative:
Corrected data: in both event and device evaluated by MFR of the initial report, the fse dispatched date was 20-nov-2017. The corrected date is 17-nov-2017. In 510k number was k071132. The corrected 510k is k131580.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) found the peek tubing was not pushed all the way through the finger nut. Fse pushed the tubing through the finer nut and the issue was resolved. The fse then proceeded to run quality controls, which passed without any issues. The g8 instrument was performing within specifications after completing the repair. On (B)(6) 2017 a field service engineer (fse) found the sample loop to be polluted and replaced peek sample loop component. The fse then proceeded to run precision, calibration and qc, and all passed without any issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, beginning in section b: calibration procedure provides guidance on calibration, qc, precision, and standard ranges. The most probable cause of the issue was the polluted sample loop.

Event description:
On (B)(6) 2017 a customer reported getting out of range on quality controls (qc) with the hba1c on the g8. Technical support specialist (tss) informed customer that the values are within tosoh target range. On (B)(6) 2017 customer reported they widen the range and requested a visit from field service engineer (fse). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.